Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had difficulty recharging the ipg, and the sjm representative confirmed the issue. The patient had to push on the ipg site to maintain communication. It was reported the ipg could be felt and the ipg was nearly perpendicular to the skin. The physician planned to undertake surgical intervention to address the issue at a future date.